Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 282, 471, 402, 595 and 520 mg/dl. The customer stated his expected am fasting blood glucose test result range is 85-90 mg/dl. Customer stated that he mostly tests 30 minutes after eating. The customer reported feeling shaky; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 552 mg/dl using true metrix air meter; customer stated he had drank gatorade which he said he does several times a day. Per customer, the product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is (B)(6) 2026 and per the customer the open vial date is 1 week. The meter memory was reviewed for previous test result history: result 1: 282 mg/dl date: (B)(6) time: 5:31pm non-fasting. Result 2: 471 mg/dl date: (B)(6) time: 1:06am non-fasting. Result 3: 402 mg/dl date: (B)(6) time: 5:39pm non-fasting. Result 4: 595 mg/dl date: (B)(6) time: 11:10pm non-fasting. Result 5: 520 mg/dl date: (B)(6) time: 5:10pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: shaky. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(6): user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.